Event description:
Caller reported a malfunction on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided information to the caller on how to reset the pump and assisted with the reset process. After the reset, the malfunction did not recur, and the customer declined resuming deliveries while on the phone. Support advised the customer to call back if any issues arise again, and the caller understood the instructions provided.